Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber broke. Mfg. Site name- (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the doctor inspected the laser fiber and a kink was noted. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.